Event description:
Patient was enrolled and participating in a clinical study and was treated with balloon kyphoplasty for painful osteoporotic compression fracture of t9 level in 2005. The patient experienced an onset of pain that was confirmed by MRI to be a new t8 vertebral body fracture. To date, the patient has not had a balloon kyphoplasty procedure to treat the new vertebral compression fracture.

Manufacturer narrative:
Device not returned for evaluation; follow-up information from principle investigation reporting event.